Event description:
It was reported, during an implant procedure, with full deployment of lobes, the lead would move forward and backward. Consequently, this device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual examination noted the retention sleeve was torn at the clip-on site, and the lead was stretched, damage at implant. Primary analysis findings revealed no anomalies found, lead functionally normal.